Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. Sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the start of use when the contrast agent was infused into the balloon dilation catheter, there was no inflation of the balloon portion, contrast agent gushed out from the shaft. The surgery was cancelled due to the failure of this product, causing great inconvenience to the doctor and the patient.